Manufacturer narrative:
The customer returned the device for investigation. The reported failure on protruding lancets could not be confirmed during investigation. The customer sample was tested with the received customer lancets at all different pricking depth settings; for each attempt needle was correctly retracted, ejected, and produced a puncture hole. Furthermore, the lancing device could always be primed and released correctly. The lancing device was disassembled for investigation, but no abnormal attribute was found which could verify the customer allegations. The lancing device works in accordance with specifications. The medical risk is very remote or less than remote. A use error can be excluded.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained that the lancet was not retracting and was protruding from the end cap of the coaguchek softclix lancet device. The customer stated that the priming button was stuck keeping the needle further out. The customer stated the needle accidentally stuck her finger but she did not need medical treatment. There was no allegation of an adverse event. The suspect device was requested to be returned for investigation.